Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired approximately after an implant duration of 1.1 months, (in 2007, after an implant date of the month before) due to unknown reasons, unknown if patient death is device related.